Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger was unable to charge a battery) was confirmed. As received, the charger/modem was unable to charge a battery. Upon evaluation, the u13 component on the bedside board was internally shorted and there was contamination on the battery board. The cause of the resets is the damaged components and the contaminated battery board. The root cause of the defective components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the reported failure.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.